Event description:
It was reported that a patient experienced a severe hypoglycemic event with a seizure after administering a manual injection of approximately 25 units of insulin while not wearing the ilet, having previously run out of insulin in the device. Symptoms included hypoglycemia and seizure activity with associated vomiting and cyanosis, as reported by the caregiver. Outcomes included emergency medical services response, treatment with nasal glucose by a caregiver, transport to the emergency department, and discharge after observation. Investigation included contacting the patient and caregiver to obtain timeline and treatment details and confirming the device was not in use at the time of the event. Investigation of this case revealed that the event occurred off-device and was temporally associated with a high-dose manual insulin injection, with no evidence of device malfunction or device contribution. It was concluded, based on previously established findings for similar reports, that the cause was unclear but most consistent with insulin administration unrelated to ilet use. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.